Event description:
Caller reported blood glucose result of 74 mg/dl on the advantage system, professional system result of 42 mg/dl within 10 minutes. Also reported blood glucose result of 125 mg/dl on the advantage system, professional system result of "72 or 73" mg/dl within 10 minutes. Customer required treatment by layperson. Request was made for the return of the system, replacement was sent.